Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that there was an ultrafiltration (uf) alarm on a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. The uf was not turned off at all during treatment. It is unknown if the up/down arrow keys were used to program the initial setting. It was reported that the patient¿s blood was rinsed back and they were moved to another machine to complete treatment. Upon follow up, the clinical manager confirmed that the patient successfully completed treatment on a new machine and the correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre and post weights were as expected and the same scale was used for both readings. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the bmt, the actuator test board was replaced and the machine was returned to service. The complaint board was discarded and is not available for return to the manufacturer for analysis.